Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) is currently underway. The reported problem (monitor is resetting) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that his monitor is constantly resetting. The pt received a replacement monitor.